Manufacturer narrative:
A5. Ethnicity: scottish. D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tracheotomy tube broke and fell out completely whilst the patient, a child, was in bed. This resulted in an emergency tracheostomy tube insertion. The family was alerted to the patient making gasping noises and discovered that patient¿s tracheostomy tube was completely dislodged and laying in the cot. The family quickly carried out an emergency tracheostomy tube insertion. The patient recovered well and this all lasted approximately just over one minute. The family did not feel a medical review was required. The patient had no color change and no change to oxygen saturation or heart rate numbers. The patient's family discovered that the tracheostomy tube had snapped fully through where the neck tape attached. The tracheostomy tube was on the 7th wash. Following a discussion with the patient¿s respiratory team, the patient is now being changed onto a different brand of tracheostomy tube. The operator of the device was the family of the patient. There was no human harm/adverse event reported.

Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.